Event description:
A falsely elevated troponin I (ctni) result of 6.82 ng/ml was obtained. This result was not reported to the physician. The same specimen was retested on the same analyzer and a ctni result of <0.04 ng/ml was obtained. This test failed delta check versus a previous draw. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data did not identify an instrument failure. The suspected cause is sample integrity (the user stated sample may have fibrin threads).

Manufacturer narrative:
There is no product to return for evaluation. Sample integrity is the suspected cause due to presence of fibrin as stated by the customer. Repeat testing on the same analyzer resulted in a lower result more consistent with previous sequential draw. The lower result was also consistent with test results from other cardiac markers. Dade behring dimension ctni instruction for use, specimen collection states: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples complete clot formation should take place before centrifugation. If clotting time is increased due to thrombolytic or anticoagulant therapy, the use of plasma specimens will allow for further sample processing and reduce the risk of particulate matter."